Event description:
On four separate occasions, the equashield female ll connector swivel used as part of the closed system transfer device cracked at the tip. This occurred with different staff and one episode was directly witnessed by the product representative. Manufacturer response for femal ll connector swivel, fc-1s (per site reporter): the first incident of cracking was observed directly by the product representative, who was supervising technique. The representative stated the pharmacy technician was using the correct technique for application/insertion of device.